Manufacturer narrative:
Pt weight: unk. Outcome attributed to adverse event: na. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted an aa4204vf +24.00 diopter silicone single piece lens. The lens tore during insertion, lens was removed with no patient injury. Backup lens was implanted, same model and size. No lot numbers were available. No product complaint. They did not identify anything wrong as to why the lens tore. It just happens sometimes.